Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs department: during tha surgery on a patient with a very narrow femoral canal, the femur brakes and the surgeon stabilizes the fracture with cerclage. There is no reason to suspect that a faulty device caused this problem.

Event description:
The surgeon discovered the fracture around the femoral stem by CT-image during femoral bone rasping. The surgeon fixed the fracture with the nesplon tape, and inserted the amistem-p short neck std size 4. Daa surgery. Amis leg positioner was used. Lot number of the instrument is unavailable.